Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to frequent urination which was fluctuating with high blood glucose of the 488 mg/dl and the current blood glucose was 123 mg/dl. Customer declined troubleshooting for high blood glucose. Customer treated high blood glucose with the IV drip. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The insulin pump will not be returned for analysis.